Manufacturer narrative:
The device was received and evaluated. A slight bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin.

Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, an insulin pen was administered.